Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The ipg was returned to the manufacturer for analysis. As of now, the explant date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient ((B)(6)) charged the ipg approximately three months ago and is now unable to charge the ipg. The patient does not have stimulation currently. Surgical intervention will take place to address the issue. Device details are unknown at this time.

Manufacturer narrative:
.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the ipg was unable to communicate with an additional charging system and the patient programmer.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further investigation identified the ipg was explanted and replaced. Effective stimulation was restored following surgical intervention. Date of explant is unknown at this time.